Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc device). Customer reported receiving a sensor scan result of 164 mg/dl compared to a reading of 19 mg/dl obtained ((by capillary test)) on an unspecified blood glucose meter. As a result, customer experienced nausea and dizziness and was unable to self-treat, requiring treatment with sugar, fruit juice, biscuit and baqsimi nasal spray by a non-healthcare professional (non-hcp), so she was treated with orange juice and a glucagon injection by her spouse. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.b1: added "product problem." B5: corrected adc device reading, treatment provided, and included parkes error grid region.

Event description:
A high readings issue was reported with the abbott diabetes care (adc device). Customer reported receiving a sensor scan result of 180 mg/dl compared to a reading of 19 mg/dl obtained on the built-in reader. As a result, customer experienced nausea and dizziness and was unable to self-treat, requiring treatment with sugar, fruit juice, biscuit and basqimi nasal spray by a non-healthcare professional (non-hcp). No further treatment was reported. The reported readings, when plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.